Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Ecn event description: flow reversal was initiated. While advancing the .014 wire and pta balloon the .014 guidewire got into a dissection plane. After several attempts to get into the true lumen failed the surgeon decided to abort and bring the patient back to the or for a cea another day. Patient present at time of event?: yes patient complications: dissection in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no medical or surgical interventions: converted to cea patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: no patient outcome: unknown reason for unsuccessful procedure: dissection, .014 wire could not cross lesion, converted to cea .

Manufacturer narrative:
Investigation completed as part of this report.

Event description:
Ecn event description: flow reversal was initiated. While advancing the .014 wire and pta balloon the .014 guidewire got into a dissection plane. After several attempts to get into the true lumen failed the surgeon decided to abort and bring the patient back to the or for a cea another day. Patient present at time of event?: yes patient complications: dissection in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no medical or surgical interventions: converted to cea patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: no patient outcome: unknown reason for unsuccessful procedure: dissection, .014 wire could not cross lesion, converted to cea . Event date: 2025-7-24.